Event description:
It was reported, "in the ICU, doctors inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was without ultrasound." The catheter was removed and a new catheter was reinserted. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The UDI number is unavailable as the customer did not provide the lot number.

Manufacturer narrative:
(B)(4). The customer report of a faulty arterial catheter could not be confirmed by complaint investigation of the returned sample. The customer returned one arterial catheter. Signs of use were observed on the returned catheter. Visual inspection of the catheter did not reveal any defects or anomalies. The returned catheter passed all relevant dimensional and functional testing. A device history record review was performed based on sales history and no relevant findings were identified. Based on these circumstances, no issues were found on the returned arterial catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported, "in the ICU, doctors inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was without ultrasound." The catheter was removed and a new catheter was reinserted. The patient's current condition is reported as "fine".